Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. The reporter denied any physical damage to the pump; however, it was reported that there was moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/04/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/11/2016 with the following findings: investigation revealed a battery compartment leak; there was evidence of corrosion in the battery compartment and on the battery cap. Unrelated to the original complaint, investigation revealed a crack in the battery compartment. Due to moisture damage, the pump was unresponsive and was unable to power up.